Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. The device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive for removal difficulties and material deformation as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately 19 days post vena cava filter deployment, during a scheduled retrieval of the filter, the hook of the filter was captured by the snare device and an attempt to remove the filter was made, but unsuccessful. It was further reported that during a second attempt to capture the filter, the snare allegedly caught one of the filter limbs and bent it outwards pushing against the vessel wall. Reportedly, the snare which allegedly had been caught on the filter was used to retrieve the filter and complete the procedure. There is no reported patient injury.